Event description:
Pt enrolled in madit ii study. One day after implant of aicd, when pt was riding home from hosp. Pt had near syncopal episode. Pt went to local md who then called 911. Bp found to be 80 systolic. Pt taken to ER and had EKG, cxr, blood work. Pt told they had gotten dehydrated. Pt implanted with aicd. Pt discharged to home, condition stable.